Manufacturer narrative:
Product analysis: the analysis was carried out on the analyser returned with the programmer as an associated device. The analyser tested out of specification failing the final functional test, the connector cable assy from the analyser was worn. The connector cable assy was replaced. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the analyzer cable returned for service as an associated device and tested out of specification. There was no patient involvement.